Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced an incomplete flap creation on the right eye (od) resulting in the aborting the procedure. The surgery center indicated after performing a femto laser procedure, the surgeon was unable to lift the flap as it was uncut. The patient procedure was converted to a photorefractive keratectomy (prk) for both eyes. The left eye was not treated with the femto laser. Manifest refraction (mr): right eye (re):-2.75/0; left eye (le): -2.75/-0.50*165.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.